Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 23, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The pt tests her blood glucose 4 times a day. She takes 26 units of "levemir" in the morning and sliding-scale "humalog" insulin based on her meter readings before each meal. One days earlier, the pt got a reading of "200 something" mg/dl at an unspecified time in the evening. Based on the meter reading, the pt took an unknown dose of sliding-scale insulin. A few hours later in the middle of the night, the pt started having symptoms of sweating, shakiness, dizziness, and feeling faint. The pt did not try to test herself while having the symptoms since she did not feel well enough to do so. However, the pt was able to drink juice which relieved her symptoms. In another instance, nine days earlier, the pt got a reading of "180 something" mg/dl at an unspecified time. Since she was not feeling well and had only eaten a small-sized dinner the night before, the pt decided on her own to take 20 units of the "levemir" insulin in the morning instead of the prescribed dose of 26 units. She could not remember if she ate breakfast that morning or took sliding-scale insulin. While walking to a hospital to pick up medications, the pt began to feel light-headed and dizzy. She did not try to test herself while having the symptoms. A security guard noticed the pt walking funny in the parking lot and took her to the emergency room (ER). The pt got a blood glucose result of "30 something" mg/dl in the ER using an unspecified device. The pt was treated with IV glucose and released form the hospital a few hours later. The pt was using the correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt took insulin based on a meter reading and later developed symptoms suggestive of hypoglycemia.